Event description:
It was reported that the atrial lead was undersensing which led to the device not detecting atrial fibrillation and not mode switching. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.